Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05aug2020.

Event description:
A customer reported to philips that while in use on a patient, the v60 ventilator would drop below the set flow rate during high flow therapy several times, causing the patient to experience an event of oxygen desaturation. The customer reported that the unit was in use on a patient at the time of the report device behavior and adverse event.

Manufacturer narrative:
G4: 16oct2020. B4: 16oct2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30sep2020; b4: 01oct2020. A philips clinical representative along with the customer evaluated the device and was able to duplicate the loss of flow issue with a hudson rci comfort flo and a respironics ac611 high flow nasal cannula. There was no request for a field service engineer (fse) onsite visit and no service order was opened in regards to this allegation. This complaint was received through the customer feedback process. There was no request for technical support regarding this allegation and there is no record of a service order being opened. Philips is unable to confirm the customer¿s allegation since there was no technical support requested. No diagnostic report was provided or is available for review. No parts were replaced. The device was converted from the 3.0 software version back to the 2.3 software version, passed all performance assurance tests and was placed back into use with the customer. This reporter stated that an 81 years old female patient weighing 71 kilograms with a height of 157.48 centimeters, was admitted to a hospital on (B)(6) 2020 with an admitting diagnosis of acute respiratory distress and positive test result for covid-19. Relevant concomitant medical products included remdesivir, cefepime, azithromycin and dexamethasone; dose, route, and frequency of medications not reported. No relevant medical history or relevant past drug history were reported. While admitted on an unknown date, the patient was prescribed bilevel positive airway pressure (bipap), alternating with opti-flow high flow therapy (hft) with a flow rate of 50 liters per minute (l/min) via the respironics v60 plus ventilator (software version 3.0) with a hudson rci comfort flo plus size small, a hudson rci adult conchasmart breathing circuit with single heated limb and chonchasmart column (870-19 kit), and a hudson rci neptune heated humidifier. While admitted on (B)(6) 2020 at 0930, the patient was receiving therapy via the v60 plus device, experienced an event of decreased peripheral capillary oxygen saturation (spo2) to 87%, the respiratory therapist repositioned the patient and the spo2 returned to baseline (value not reported). The patient then turned her face towards the respiratory therapist, the device displayed an alarm for targeted flow not achieved and lost all 50 liters of oxygen for 5-6 seconds as seen with a graphical display, and the device then reached the prescribed flow rate of 50l/min after 5-6 seconds. The patient then turned her face again and the device lost the flow rate again for 5-6 seconds and the respiratory therapist team then changed equipment to opti-flow 50l/min. No relevant laboratory data was reported. No adverse event was reported or associated with the use of this device. The customer reported that the cause of the device behavior was due to the 3.0 software version. However, philips was not able to confirm this allegation, since there was no request for onsite technical support. No parts were replaced so no parts were returned for failure investigation. Therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.